Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose between 300 mg/dl and 400 mg/dl. Healthcare professional advised customer not to change settings since high blood glucose was due to a sinus infection.